Manufacturer narrative:
The reported event of failure to capture was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for the implant of a right ventricular (rv) lead. During the procedure, it was observed that the rv lead was not able to capture. The rv lead was replaced. The patient was stable throughout the procedure.